Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been received. However, the product analysis has not yet been performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the handpiece got hot. There was no patient injury.

Manufacturer narrative:
The product analysis indicates that there was no physical damage found to the handpiece. The motor was too noisy and not running continuously. The rpm fluctuates due to intermittent rotation of the motor. The collet was removed from the handpiece and the motor was still noisy. The motor and collect were found to be defective and replaced. Pre-repair temperature testing could not be performed as the collet was jammed and the motor would not run after 3-4 seconds.

Event description:
Follow-up information indicates that prior to a mastoidectomy procedure, the nurse found the handpiece getting slightly heated within a few minutes of testing.